Event description:
It was reported to philips that the device has a faculty ac module. There was no patient involvement.

Event description:
It was reported to philips that the device has a faculty ac module. There was no patient involvement.

Event description:
It was reported to philips that the device has a faculty ac module. There was no patient involvement. The customer requested assistance from a philips remote service engineer (rse). The customer initially explained they had ac module that was exhibiting behavior described in fco86100201a. However upon further follow by the rse to verify the customer device and issue, no response was received. As a result troubleshooting could not be accomplished and the reported issue could not be confirmed. Philips is unable to rule out that a malfunction did not occur. As troubleshooting was not completed and additional information could not be obtained a cause for the original allegation could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.